Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/22/2020. H.6. Investigation: customer returned (2) open 4mm, 32g pen needles without the tear drop label. Customer states that the pen needles clogged during the injection. Both returned pen needles were examined and both exhibited a broken non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that 3 pen ndl 32g 4mm 90 CT mail order only were clogged. The following information was provided by the initial reporter: "consumer reported pen needle clogged on patient end consumer reported- found 3 pen needles that clogged during injection. Informed non patient end placement onto the pen. Consumer claims to complete flow check".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 3 pen ndl 32g 4mm 90 CT mail order only were clogged. The following information was provided by the initial reporter: "consumer reported pen needle clogged on patient end consumer reported- found 3 pen needles that clogged during injection. Informed non patient end placement onto the pen. Consumer claims to complete flow check".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 pen ndl 32g 4mm 90 CT mail order only were clogged. The following information was provided by the initial reporter: "consumer reported pen needle clogged on patient end. Consumer reported- found 3 pen needles that clogged during injection. Informed non patient end placement onto the pen. Consumer claims to complete flow check."